Event description:
Upon completing a cardiac cardioversion staff noted sparks coming from defibrillator pad on patient's chest. After cardioversion completed upon removing pad, patient was left with reddened burned area near pad placement. FDA safety report ID# (B)(4).